Event description:
The ventilator suddenly stopped working and displayed a black screen. After 5-8 minutes, it restarted. During the failure, the respiratory therapist (rt) hand-ventilated the patient and subsequently replaced the ventilator with an ht70. The ventilator was sent to biomed for evaluation.